Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 22ga 1.00in y had label print issues. This occurred on 4 occasions. The following information was provided by the initial reporter: this is a report about label print permanency. According to the customer's report, the print on the label was faint and illegible.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-11. H6: investigation summary: bd received four sealed 22 gauge nexiva dual port units from lot 0147311 and four photos of the reported defect for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and photos. It was found that the returned units were missing print on the label. Based off the provided photos and visual inspection the engineer was able to verify the reported defect. It was determined that this was packaging issue. H3 other text : see h10.

Event description:
It was reported that nexiva 22ga 1.00in y had label print issues. This occurred on 4 occasions. The following information was provided by the initial reporter: this is a report about label print permanency. According to the customer's report, the print on the label was faint and illegible.